Event description:
It was reported that the patient experienced bedpan injury. User stated that it was not a pressure injury but still tried to find out how long patient was on the bed pan. Patient had a purewick female external catheter in place while on bed pan, and they believed that the cause of the injury was due to the purewick suction. User further stated that when they recalled the hand on the purewick catheter, it felt blowing and not sucking. User knew that they should not use a purewick catheter at the same time as a bed pan. It was unknown what medical intervention was provided for the bedpan injury. Per additional information received via email from the complainant on (B)(6) 2021, the patient developed a skin issue on the buttocks during use of the purewick device while on a bedpan. There was concern of creating a vacuum effect which led to the issue. The patient was on the bedpan for approximately 45 minutes. The skin issue evolved to open tissue and the area was treated with triad wound barrier (which can be a purchased otc). Complainant also stated the patient is now deceased related to other medical issues. The patient¿s death was not related to the device.

Manufacturer narrative:
The reported event was confirmed as use related . A root cause of this failure is "user unaware of restrictions or of patient condition". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A DHR review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "warnings: do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced bedpan injury. User stated that it was not a pressure injury but still tried to find out how long patient was on the bed pan. Patient had a purewick female external catheter in place while on bed pan, and they believed that the cause of the injury was due to the purewick suction. User further stated that when they recalled the hand on the purewick catheter, it felt blowing and not sucking. User knew that they should not use a purewick catheter at the same time as a bed pan. It was unknown what medical intervention was provided for the bedpan injury. Per additional information received via email from the complainant on 23sep2021, the patient developed a skin issue on the buttocks during use of the purewick device while on a bedpan. There was concern of creating a vacuum effect which led to the issue. The patient was on the bedpan for approximately 45 minutes. The skin issue evolved to open tissue and the area was treated with triad wound barrier (which can be a purchased otc). Complainant also stated the patient is now deceased related to other medical issues. The patient¿s death was not related to the device.